Manufacturer narrative:
The pod was received fully deployed. The soft cannula was visible in the bottom housing window and the slide insert was visible in the viewing window. The formed needle was fully retracted. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the slide insert from deploying. Though no issues were observed with the needle mechanism, it could not be determined when the slide insert deployed. The exact cause of the reported needle mechanism failure could not be determined. Inspection of the bottom housing, soft cannula, and formed needle found no damages or manufacturing deficiencies that would result in pain during insertion. The exact cause of the reported pain could not be determined. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was used to download the data. The download data showed that an 0xd7 alarm occurred, indicating a power on reset was detected while the device was running. The download data showed that 0 pulses were delivered, however the pod state alarm field showed that the alarm occurred while the pod was in pod state 8, indicating that the pod completed activation and was delivering insulin. The data showed that 47 first prime pulses were delivered. The shelf mode current of the pcb assembly was measured to be within specification. It could not be determined when or how the battery voltages became low. It could not be conclusively determined if the low battery voltages contributed to the 0xd7 alarm. The exact cause of the 0xd7 power on reset alarm could not be determined.

Manufacturer narrative:
Lot no = pd1c01292111. Serial no = (B)(6). Expiration date = 7/29/2022. Unique identifier (UDI) # (B)(4). Device mfg date = 1/29/2021.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 300 mg/dl while wearing the pod longer than 48 hours on the abdomen. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, manual injection was administered.